Event description:
A customer reported that their pump screen was dark and would not turn on. There was no reported adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on how to reset the pump, and while the display initially turned on, it turned off again shortly after. The customer declined further troubleshooting and requested a replacement. Customer reverted to an alternate method of insulin delivery.